Manufacturer narrative:
Updated sections h6 and h10.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a sapien 3 (s3) + alterra procedure in pulmonic position, both the alterra prestent and the sapien 3 valve contributed to coronary compression. Pre-procedure planning included discussion regarding left main coronary artery proximity to the landing zone of alterra. The team identified a "higher-than-likely" risk of coronary compression based on CT imaging. The patient's coronary anatomy demonstrated normal ostial takeoff. Following baseline angios, a guiding catheter and 0.014 guidewire was positioned to the distal lcx. During alterra delivery at 50% and 65%, selective left coronary angiography was performed to evaluate coronary perfusion, revealing a deviation from baseline consistent with partial coronary compression. Alterra was next released to optimal position. Following discussions with implanter and surgeon, the decision was made to deploy the s3 with the consensus that a left main stent may be required. Icus performed post alterra/s3 delivery confirmed the presence of a clinically significant left main stenosis. Despite this, timi flow was maintained throughout the procedure. Following successful s3 delivery, the left main was stented with a 4.5mm x 12mm des. Hemodynamic assessment of alterra was completed, demonstrating competence and the absence of a transvalvular gradient. The procedure was completed, and the patient was transferred to pacu in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse events associated with the sapien 3 pulmonic system: alterra adaptive prestent with the sapien 3 transcatheter heart valve on the pulmonic delivery system. The edwards sapien 3 transcatheter pulmonary valve system with alterra adaptive prestent is indicated for use in the management of pediatric and adult patients with severe pulmonary regurgitation as measured by echocardiography who have a native or surgically repaired right ventricular outflow tract and are clinically indicated for pulmonary valve replacement. The sapien 3 pulmonic system: alterra adaptive prestent with the sapien 3 transcatheter heart valve on the pulmonic delivery system training manual instruct the operator on proper positioning and deployment of the alterra prestent and valve, including all procedural and anatomical considerations. The training manual advises that assessment for coronary compression risk be performed prior to implantation. Physicians are extensively trained by edwards before they are qualified to use alterra adaptive prestent with the sapien 3 transcatheter heart valve on the pulmonic delivery system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physicians are instructed to evaluate risks early in the patient screening process in all patients. The following pre-screening factors should be considered: rvot length and diameters, sizing guidelines, vascular access, CT image acquisition: (scan coverage, heart cycle coverage, data acquisition mode, contrast application and image reconstruction), CT assessment: (phase selection and measurement tools, center line technique/curved planar reformat, annular level, bifurcation level, mid-mpa assessment, landing zone length, distance to ridge of bifurcation, rvot contractility, distance from annular plane to first branch pa, distance from first branch pa to ridge of mpa bifurcation, right pa branch diameter- systole, left pa branch diameter- systole, rvot/mpa calcification severity, rvot/mpa calcification extend, native pulmonic leaflet present, coronary anomaly and coronary artery proximity). Lastly, landing zone assessment, alterra positioning and staging considerations. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient anatomy - "CT imaging of the patient's anatomy performed prior to the alterra procedure identified a 'higher-than-likely' risk of coronary compression" caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.